Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event is typically caused by leveraging against hard bone or another instrument. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. The device packaging was empty.

Event description:
It was reported that the surgeon tried to grab the tissue and the lasso broke. The sutures were removed, however the hook of the lasso stayed in the joint. He then proceeded with a small capsulectomy to retrieve the hook, by making a larger inferior incision posterior to the joint to remove the fragment. The case was not continued at this time as the area was too swollen to continue. The patient was hospitalized for observation overnight. Shoulder arthroscopy for a labral tear. Follow-up investigation: surgeon reported that patient had been kept overnight as an infection precaution and was discharged the following day. Surgeon also reported that patient was doing fine with surgery and making a recovery. The second surgery has not been rescheduled.